Event description:
It was reported that the left ventricular (lv) lead triggered an alert for high impedance. During testing the lead exhibited impedance instability, threshold changes and electrogram noise on the non-sensing channel (lv tip to right ventricular (rv) coil). A lead fracture was suspected. The lead will be monitored and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was variable. Beginning the week of (B)(4) 2014, the lv pace impedance began varying from 646 ohms up to 4047 ohms; first patient alert triggered (B)(4) 2014. Capture management threshold trend shows varying capture thresholds.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2010 (B)(6); 4076-52 lead implanted: 2009 (B)(6); 4076-58 lead implanted: 2009 (B)(6). (B)(4).

Event description:
It was further reported that the left ventricular (lv) lead was capped and replaced due to a system upgrade.